Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented large radius, multi-directional bends 1.80 to 63.2cm from the distal tip, consistent with bending overload under tension. The specimen also presented skive/cut damage to the polymer jacket 131.3 to 131.8cm, 172.8 to 173.2cm and 176.3 to 176.7cm from the distal tip, consistent with the application of an over-tightened torque device. The damage presented by the specimen appeared consistent with manipulation of the specimen wire against resistance. As indicated in the device instructions for use (dfu) precautions, "it is recommended that a plastic torque device be used to handle the zipwire hydrophilic guide wire. Use of a metal torque device may damage the wire. Also do not slip a tightened torque device over the zipwire hydrophilic guide wire, as this may damage the wire." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appears that clinical and procedural factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The doctor was using the zipwire with the torque device attempting to cross a cto. Upon removal of the wire she noticed that some of the coating of the wire had indentation where she had the torque device, showing some bare part of the wire. Basically at the point where she torqued down the torque device, the coating peeled away at a very tiny segment. The torque device was outside the body but the wire was down distally into the right sfa, so that portion of the wire never entered the body. Completed the procedure with another wire. No patient complications.